Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a needle anomaly. The customer's blood glucose reading was unknown. The father reported that the senor value was not available. The customer took out the sensor and realized that the needle was not there. The missing needle has reoccurred over the past week with several sensors. The customer will be sent replacement sensors.